Event description:
It was reported that the pump started alarming 2 weeks prior to the report. It was noted that the patient was hard of hearing, but his wife heard the alarm. Telemetry had not yet been performed, but it was noted that the pump was dry. The patient¿s last refill was 6 weeks prior to the report. The patient was dismissed from his healthcare provider (hcp) and was looking for a new hcp at the time of the report. The patient¿s feet hurt and this was an ongoing problem. The device system was used to deliver fentanyl, prialt and two unknown drugs. It was later reported that the patient contacted a new hcp and was awaiting call for an appointment. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).